Event description:
System separation - the venous line became separated from the venous luman (which was a leur loc type connection). This happened approximately 1 hr & 40 min into treatment. It was noted by a staff member monitoring other pts in that area and immediate action was taken.